Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 5.00mm x 6mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During procedure, balloon shaft broke as the balloon was being passed up the wire. The distal shaft of the balloon was simply removed from the patient's arm. Procedure was completed with another device. There was no patient complication reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Visual, tactile and microscopic analysis was performed on the device. A break was identified on the hypotube shaft, 53.6cm distal to the distal end of the strain relief with multiple kinks present. Attached to the complaint record was a photo which also confirmed the alleged shaft break and it being contained within the hoop. The reported allegation of shaft break is confirmed.

Event description:
It was reported that shaft break occurred. A 5.00mm x 6mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During procedure, balloon shaft broke as the balloon was being passed up the wire. The distal shaft of the balloon was simply removed from the patient's arm. Procedure was completed with another device. There was no patient complication reported.